Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient tried pushing the pump but it became stuck and would not move fluid. The artificial urinary sphincter was replaced as the pump valve was stuck and would not compress, resulting in urinary incontinence. The patient was using 4-5 pads per day and after the surgery was using 3-4 pads per day. Following the surgery, there were no further patient complications.